Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During functional testing the reported issue was reproduced as a delayed keypad response. The reported condition was verified. The cause of the condition was determined to be a failed processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second round soft key on the keypad of a spectrum pump was no responding. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.